Event description:
It was reported that after implantation of the pre-loaded intraocular lens (iol) in their left eye, the patient reported halos at night and during the day, and not seeing cars very well as halos are observed with car lights but not with other lights from the street. Visual acuity pre-operation was 8/10 with distance and near correction. The vision at both 1 meter distance and at 3 meters was not good. The physician explained that the objective results two months post-operation were really good, 10/10 p1.5 without correction but the patient is dissatisfied. Through follow-up we learned (on (B)(6) 2023) that the halos keep the patient from driving at night and therefore interfere with daily activities. No further details were received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date not provided. The best estimate is between implantation on (B)(6) 2023 and the initial report of the symptoms on (B)(6) 2023. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.